Manufacturer narrative:
Product ID: 7426, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. (B)(4).

Event description:
It was reported the patient had suicidal ideations. The patient was hospitalized in a psychiatric ward because of ¿concrete¿ suicidal ideas in the context of depression. The patient was given an antidepressant and anxiolytic therapy was initiated with psychological consultations. The event was unlikely/unrelated to the surgery or system and possibly/probably/or certainly related to the stimulation, medication, and a pre-existing/underlying disease. The event was considered completely resolved. Event was previously reported in manufacturer report # 3007566237-2013-00906 as a literature event. The patient is implanted with multiple systems. Refer to manufacturer report #9614453-2015-00993 for information on the other system related to the event.